Event description:
The customer reported that prior to a procedure, when a camera was connected to the camera control unit (subject device), error codes e116 and e118 (otv error) appeared. Another similar device was used to complete the intended procedure. There was no procedural impact. The reported error codes appeared with two different camera heads. There was no report of patient or user injury due to the issue.

Manufacturer narrative:
The subject device has not yet been returned to olympus for evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received after the initial report was submitted. During further follow-up with the customer, the customer confirmed the subject device is working correctly and will not be sent to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code: e116 e118. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.